Event description:
Per the clinic, it was reported that the patient experienced poor performance with the device. It was also reported that the electrode array was not fully inserted in the cochlea and the tympanic membrane had been perforated. The device was explanted (B) (6) 2010. It is unknown whether the patient was reimplanted with another device.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
This report is filed (B)(4) 2012.